Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while running samples on the bd max¿ system, bd max¿ instrument, false positive results were obtained while using the bd max¿ enteric parasite panel. Confirmatory testing was performed and all positive results returned negative. Erroneous results were not reported to the clinician, and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that discrepant results customer said they previously had environmental monitoring samples come up positive, but they have since cleaned the instrument thoroughly and the ems have since only returned negative results. Customer runs ent bac, ent par and covid on this instrument and performance for both covid and ent bac look very good. Only ent par has suddenly high positivity rate this week. The other assays compare normally to their other bd max instruments. Customer problem: the customer has observed false positive results with the bd max ct1141. She was concerned about a contamination issue. They cleaned the lab and the ems were negative. They started again using the instrument but the instrument gave them again false positive results. When they repeated the positive results, they all tested negative. So, another ems was performed and the results were negative."

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive¿. Customer reported that they had increasing false positive results when running epp. Customer would rerun the sample and receive a negative results. Customer performed environmental monitoring with negative results. Field service was dispatched. Field service performed self-test, voltage check, and heater mux resistance check, all with passing results. Field service checked the airline connection. Field service cleaned both reader and performed a passing efc. Field service renormalized both readers. Field service performed a successful qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 03oct2018, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that while running samples on the bd max¿ system, bd max¿ instrument, false positive results were obtained while using the bd max¿ enteric parasite panel. Confirmatory testing was performed and all positive results returned negative. Erroneous results were not reported to the clinician, and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that discrepant results: customer said they previously had environmental monitoring samples come up positive, but they have since cleaned the instrument thoroughly and the ems have since only returned negative results. Customer runs ent bac, ent par and covid on this instrument and performance for both covid and ent bac look very good. Only ent par has suddenly high positivity rate this week. The other assays compare normally to their other bd max instruments. Customer problem:. The customer has observed false positive results with the bd max (B)(6). She was concerned about a contamination issue. They cleaned the lab and the ems were negative. They started again using the instrument but the instrument gave them again false positive results. When they repeated the positive results, they all tested negative. So, another ems was performed and the results were negative."